Manufacturer narrative:
Customer report of host tissue was confirmed. Free margin of leaflets 1 and 2 exhibited minimal to moderate calcification. Host tissue was minimal on the tissue inflow and encroached onto the tissue by a greatest distance of 2mm. Host tissue was heavy on the tissue outflow and encroached onto the tissue by a greatest distance of 14mm. Host tissue was minimal at the stent inflow and heavy at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 8mm, leaflets 1 and 2 at commissure 2 by approx 7mm and leaflets 2 and 3 at commissure 3 by approx 10mm, all on the outflow aspect. Host tissue folded the free margin of leaflet 3 onto itself by approx 4mm. Thrombi was also observed on leaflets 1 and 2 on the outflow aspect. The x-ray demonstrated calcification, commissure 3 wireform distorted. Sewing ring was cut between commissures 2 and 3. These damages are most likely due to explant. Method: x-ray. Conclusion: during the examination of the valve, it was found that severe host fibrotic tissue (pannus) overgrowth affected all leaflets from outflow (ventricular side) side perspective. The severe pannus overgrowth apparently caused the leaflet fusion at all three commissural areas. The pannus tissue also caused folding/retraction of the leaflet at the free coaptation edge of leaflet 3, which resulted in a big gap at the center of the valve in air. The rod-shaped rubbery fibrotic tissue integrated with the pannus near the sewing ring areas appears to be the remanence of the preserved native subvalvular apparatus (i.e. Chordae), suggesting the pannus in those locations may be originated from the preserved native mitral apparatus. X-ray imaging showed that small calcification nodules had developed in leaflets 1 and 2 along the free edge near commissures 2 and 3. Host tissue overgrowth on the inflow side of the bioprosthesis was unremarkable. Although no functional testing was performed, the severe host fibrotic host tissue overgrowth and the pannus-mediated leaflet fusion appear to be severe enough to cause the reported mitral stenosis and regurgitation.

Manufacturer narrative:
Additional manufacturer narrative: additional information was added in the form of echo reviews pre and post op.

Event description:
Reportedly, a 31mm valve was explanted after an implant duration of four (4) years due to severe mitral stenosis and regurgitation secondary to host tissue over growth. The customer reported that a 31mm mitral valve was explanted and replaced with a 29mm valve. Tricuspid annuloplasty and aortic valve replacement were also performed at explant. At explant, it was observed that host tissue encroached onto the area from the sewing ring to the leaflets near the stent posts. The patient status was reported as under treatment.